Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the united states indicated that the device will not rotate and is noisy. It is known the device was not used in surgery. It is unknown if there was injury or medical intervention. There was no additional information provided.